Event description:
While aligning bucky to center of x-ray beam, the technician's left thumb was caught between the bucky handle and bottom of table top while table top was being moved to position the pt. Thumbnail was split open.